Manufacturer narrative:
In use at the time of the event: cgm model: g7. Mobile os: android / android_galaxy s24+ / 2.8 / android 16.

Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support and opted to obtain a new tandem charging cable, therefore no additional information was obtained.